Manufacturer narrative:
The following devices were also listed in this report: catalog# description lot# 64811120 mrh knee fem m lft . Lc67p. 64812100 mrh tib rot comp xs-xl,175499a. 64812140 mrhk tibial sleeve, lkl790. 64812150 mrh hdp assembly pac, lkm732. 64786397 dcon p-fit stem cocr 12mmx80mm, cjj2c. 64812110 mrhk femoral bushing, lkn215. 64812120 mrh axle, ctd48223. 64813112 mrh tibial b/plt keel med 2, ls32j. 64811220 mrhk fem distal blk 10mm m, c9n7p. 64812110 mrhk femoral bushing lkf395. 64811220 mrhk fem distal blk 10mm m, c9n7p. 5560-s-212 tri cemented stem 12mmx100mm, 0111464e. 5549-a-140 triathlon sym cone aug sz d, pddd1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision ltka - changing all the movable parts due to infection." Rep confirmed that no further information will be released by the hospital or surgeon.